Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented to the clinic for normal follow-up, an alert for high, out of range high voltage lead impedance was observed in the svc-can vector. The device was reprogrammed to the rv-can vector.